Event description:
It was reported that during a polypectomy procedure, the tip of the device broke off in the pt. The physician used forceps to retrieve the device. There were no pt complications. The device is being returned for eval.

Event description:
Received one sensation snare in a tyvek pouch with product labeling on 3/20/2000. A visual examination found that the sheath & handle hub had detached from the handle. The loop and coupling were securely attached to the cable. A lot history search revealed no other complaints reported against this lot number. Could not confirm customer complaint of the looop detachment. However, the sheath and handle hub was detached and was not returned. No damage was detected on the handle threads to indicate a forceful detachment.